Manufacturer narrative:
Per the instructions for use (IFU), balloon rupture is a potential risk of the tavr procedure. The commander delivery system (ds) was returned to edwards for evaluation. Visual inspection revealed the balloon had longitudinal tearing. Scratches were also observed on the balloon. No other visual abnormalities were observed. Dimensional analysis was performed on the balloon wall thickness. All measurements met manufacturing specifications. No functional testing could be performed due to the condition of the returned device. During manufacturing, the ds undergoes multiple 100% inspections and verifications. The inspections performed support that is unlikely that a manufacturing non-conformance was the source of the complaint. Transcatheter delivery balloon burst complaints have been previously investigated by edwards and documented in a clinical technical summary written by edwards lifesciences. A detailed root cause analysis revealed that it is very unlikely that a product defect contributed to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by a puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. In this case, although the balloon burst was confirmed, no manufacturing non-conformances were identified. The dimensional inspection of the crimp balloon revealed that the wall thickness was within specification. The exact root cause of the balloon burst cannot be confirmed. Scratches on the balloon indicated that patient factors (moderate annular calcification, severe native leaflet calcification, moderate aortic root calcification) likely contributed to this event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
As reported by our european affiliate, during the implant of a 23mm sapien 3 valve via the transfemoral approach, at the end of the valve deployment, the commander delivery system balloon burst. The valve was properly positioned. Post dilation was performed with another aortic valvuloplasty balloon (bav) to ensure complete deployment of the valve. There was no consequence to the patient. Information concerning the native annular diameter measurement was not provided. Moderate annular calcification, severe native leaflet calcification and moderate aortic root calcification was reported.